Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: vascular access flush. Medical device expiration date: unknown. PMA/510(k)#: k161552 / k141311. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 10 ml reg pr saline 10 ml fill has been found missing label information before use. The following has been provided by the initial reporter: material no: 306546, batch no: unknown. It was reported that flushes do not have barcodes on each and their scanners are not able to scan them in. Snow verbatim: customer called to report that flushes do not have bar codes on each just on the box. They used to have linear bar code, and now they are not able to scan in with their scanner. Customer did not have the lot number available at the time.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It has been reported that the syringe 10ml reg pr saline 10ml fill has been found missing label information before use. The following has been provided by the initial reporter: material no: 306546 batch; no: unknown. It was reported that flushes do not have barcodes on each and their scanners are not able to scan them in. Snow verbatim: customer called to report that flushes do not have bar codes on each just on the box. They used to have linear bar code, and now they are not able to scan in with their scanner. Customer did not have the lot number available at the time.